Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results on their elecsys 2010 analyzer. The patient's initial result was 18.73 miu/ml accompanied by a data flag from the primary tube. Per the laboratory's protocol negative results get repeated. The first repeat result from the primary tube was 10000 miu/ml accompanied by a data flag. The primary tube was then diluted 1:10 and the second repeat result was 13.03 miu/ml accompanied by a data flag. The sample was repeated a third time and the result was 24.77 miu/ml accompanied by a data flag. 24.8 miu/ml was reported outside the laboratory. The doctor questioned the result and had the sample re-tested. On (B)(6) 2012, the fourth repeat result at a 1:20 dilution was 12095 miu/ml accompanied by a data flag. There were no adverse events. The hcg reagent lot number was either 16949 or 164949 and the expiration date was not provided. The field service representative went onsite to verify that the system integrity was not compromised. He performed a precision test which was fine. He ran a performance check.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
No root cause could be determined with the information provided. The calibration and quality control data were within expectation. A general reagent issue is not obvious. Additional information was not provided for further investigation. There were no adverse events.